Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 3 seconds. The balloon ruptured in a pinhole form at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.